Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose was 2.8 mmol/l, 9.3 mmol/l at the time of call. Customer treated with dextrose tablets for low blood glucose. Customer reported they did not receive a sensor updating. Customer reported they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.